Manufacturer narrative:
Investigation results: a review of the complaint database concluded there were no previous complaints reported for lot number 13418608 and there were no adverse trends noted for this defect type. A visual examination of the returned device found the balloon portion of the device to be longitudinally torn. There were no other defect noted on the device. The condition of the returned device is consistent with the complainants' report that the balloon burst. The most probable root cause for balloon burst is operational context; this failure occurs when procedural factors encountered limit the performance of the balloon (e.g. Sharp exterior sources).

Event description:
It was reported to boston scientific that a cre wireguided dilatation balloon was used during an esophageal dilatation performed (B)(6), 2010 on a (B)(6) male patient weighing 62 kilograms.according to the complainant, during the procedure the dilatation balloon was successfully inflated to 3atms and 4.5atms of pressure, the first two of the three labeled pressures. When the physician attempted to inflate the balloon to 6atms of pressure, the third labeled pressure for that balloon, the balloon burst. It was confirmed that no pieces of the balloon detached inside the patient. The procedure was completed with another cre wireguided dilatation balloon.there were no patient complications reported as a result of this event. The patient's condition following the event was reported to be stable.